Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), vaginal infection ("bladder/urinary problems:vaginal infection") and urinary tract infection ("uti"). The patient was treated with surgery (essure removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, dyspareunia, menorrhagia, metrorrhagia, bladder disorder, cystitis and vaginal infection outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: she had received treatment for pain,bleeding,bladder/urinary problems. Quality-safety evaluation of ptc: unable to confirm complaint. On 6-sep-2019: pfs received: case became incident. Event injury nos has been updated and events 'pelvic pain', 'dysmenorrhea', 'abdominal pain', 'dyspareunia', 'menorrhagia', 'metrorrhagia',' genital hemorrhage', 'bladder problems',' bladder infection', 'vaginal infection', 'urinary tract infection' were added. Patient date of birth added. Product stop date added. Reporter information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included brain neoplasm malignant, seizures and meningioma. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) since 2006 to (B)(6) 2011, levetiracetam (keppra) since (B)(6) 2017 and levetiracetam since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), intermenstrual bleeding ("metrorrhagia(bleeding b/w periods)"), bladder disorder ("bladder problems"), cystitis ("bladder infection") and vaginal infection ("bladder/urinary problems:vaginal infection"). The patient was treated with surgery (essure removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, dyspareunia, heavy menstrual bleeding, intermenstrual bleeding, bladder disorder, cystitis, vaginal infection and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had received treatment for pain,beeding,bladder/urinary problems insertion date discrepancy noted: (B)(6) 2011, (B)(6) 2011. Have you had your essure (or any part of the device) removed? No (discrepancy noted in pfs) insertion date discrepancy noted: (B)(6) 2011. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included brain neoplasm malignant, seizures and meningioma. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) since 2006 to (B)(6) 2011, levetiracetam (keppra) since (B)(6) 2017 and levetiracetam since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), intermenstrual bleeding ("metrorrhagia(bleeding b/w periods)"), bladder disorder ("bladder problems"), cystitis ("bladder infection") and vaginal infection ("bladder/urinary problems:vaginal infection"). The patient was treated with surgery (essure removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, dyspareunia, heavy menstrual bleeding, intermenstrual bleeding, bladder disorder, cystitis, vaginal infection and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had received treatment for pain,beeding,bladder/urinary problems insertion date discrepancy noted: (B)(6) 2011, (B)(6) 2011. Have you had your essure (or any part of the device) removed? No (discrepancy noted in pfs) insertion date discrepancy noted: (B)(6) 2011 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-apr-2021: pfs received. Reporter information added and rcc was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included brain neoplasm malignant. Concomitant products included levetiracetam (keppra) since (B)(6) 2017 and levetiracetam since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), vaginal infection ("bladder/urinary problems:vaginal infection") and urinary tract infection ("uti"). The patient was treated with surgery (essure removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, dyspareunia, menorrhagia, metrorrhagia, bladder disorder, cystitis, vaginal infection and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had received treatment for pain,beeding,bladder/urinary problems insertion date discrepancy noted: (B)(6) 2011, (B)(6) 2011. Have you had your essure (or any part of the device) removed? No (discrepancy noted in pfs). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: pfs received : events- "abnormal bleeding (vaginal), did not undergo confirmation test" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.